Manufacturer narrative:
There is no adverse event associated with this complaint. The pump was returned to animas for eval. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specs at the time of release. A review of the pump history did not indicate that loss of cartridge detection had occurred. During eval, the force sensor was found to be out of calibration. Internal moisture damage was observed on the printed circuit board assembly, the vibrate motor, and the force sensor housing.

Event description:
During eval, the force sensor was found to be out of calibration.